Manufacturer narrative:
The case states the facility clinical manager instructed staff members to use ro water to make coffee. The ro water consumed by 4 people contained minncare cold sterilant. The potential cause was that a valve on the ro machine was left open from when it was disinfected the night before. Mar cor purification spoke with the facility and suggested they use a sign to be put on the ro machine when disinfection is being performed. In addition, it was suggested that personell that interact with this machine, other than the biomedical staff, should be trained appropriately. The ro machine was operating according to specifications. This was an isolated site specific incident. The personell who ingested the minncare product did not suffer any side effects, illness or injury as a result. Mar cor will conitnue to monitor this complaint.

Event description:
Facility clinical manager instructed the staff to use ro water to make coffee due to facility's expenses on bottled water. The ro water consumed by 4 people contained minncare cold sterilant due to a valve left open on the ro machine from when it was disinfected the night before.